Event description:
It was reported by the customer that this event involved a female child. It was impossible to pass the spring wire guide through the catheter and the procedure was stopped. As a result, the physician opened a second and third kit however, the same events occurred. There were no reported patient complications. Further details have been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.